Event description:
Customer reported that the teal power conditioner for brilliance 16 big bore caught on fire. The CT was booted up, but not in use. The hospital alarm sounded and maintenance used a fire extinguisher to extinguish the fire. The power was disconnected and the system was removed from service. There were no reports of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).